Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was initially in the hospital for a surgery when the adc device was applied. The customer was unable to provide self-treatment and had contact with a healthcare professional (hcp) who provided glucose due to the unspecified low adc readings. As a result, the hcp obtained a blood glucose reading of 347 mg/dl on an hcp meter compared to the adc device scan result of 71 mg/dl. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The hcp provided unspecified treatment to lower the customer's high glucose readings on the hcp meter. There was no report of death or permanent impairment associated with this event.